Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. The insulin pump was received with scratched case, missing display window cover, missing end cap address label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had unresponsive button. The customer¿s blood glucose level was 5.5mmol/l at the time of the incident. It was stated that the insulin pump was not exposed to high temperature, not exposed to high altitude and that buttons were not pressed for more than three minutes. The insulin pump will be returned for analysis.